Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2016 arjohuntleigh received a customer complaint where it was indicated that during lifting resident worn stitching in sling broken, causing clip to separate from sling and resident fell to the floor. The resident sustained head injury and required intervention in emergency room.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. Based on the information received it was indicated that during the lifting resident due to stitching failure in sling, the clip separated from sling and the resident fell on the floor. The resident sustained head injury and required intervention in emergency room. Review of reportable complaints for maxi 500 lift showed that there are no similar events related to strap stitching failure in the sling. Therefore, the incident described above seems to be an isolated event to date. It can be established that the lift and the sling, which work together as a system, were being used for patient care when the event took place, and as such it appears the system played a role in the event outcome. There is no indications that part of the lift device failed or otherwise contributed in a way that is found significant for this investigation. Therefore, the investigation will focus on the sling accessory. Following the information gathered it can be established that the system was being used for patient handling but it appears it contributed to the event most likely due to a use error. An on site inspection found the label of the sling is unreadable and in poor condition: "sling old white model, well worn, frayed tag with no markings left, multiple frayed areas, multiple areas with torn stitching, green edging coming apart." These failures were confirmed on photographic evidence. It was stated by arjohuntleigh representative that "facility used old worn sling in terrible shape." This is indication that the sling was worn, and should not have been used. This may point to the staff not knowing of the necessity of the pre use checks as indicated in the IFU, which in turn makes it unlikely the pre use check were followed. We can clearly state that sling was used beyond its intended and labelled lifetime. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer could not provide any training dates for staff. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. Please note that the slings have long series of stitching connecting the clip to the main body of the sling. During normal and on label use, without any malfunction, it is highly unlikely that the strap of a sling ripped from the main body of sling. This is shown by the lack of complaints volume of such issue when compared to the amount of sold devices and in comparison to their daily use. For the sling to have torn at stitches, we strongly believe it to having been damaged before the transfer. Based on the information received, it appears most likely that both shoulder straps stitches had been damaged before the incident occurred and the sling was used in that condition continuously and off label. From the information available and our evaluation conducted we have come to find it most likely that the event was caused by use error: not following the instructions for use section. We find it likely that the stitches at strap ripped due to excessively exceeding its lifetime. Please note that the customer was visited and interviewed by a local arjohuntleigh. Therefore, arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to proper slings inspection before use. This is to be communicated to the customer.